Manufacturer narrative:
Patient information was not provided. Cardiacassist inc. Manufactures the lifesparc system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that after six (6) weeks of support, the lifesparc controller screen became completely blank, alarmed and the pump stopped running. Patient oxygen saturation dropped during this time and the color of blood was not the usual bright red color. The user turned the controller off then turned it back on and the controller resumed functioning. The user called technical assistance and instructions to replaced the controller were provided. Controller was replaced without issues and support could be continued successfully. There was no report of patient injury.

Manufacturer narrative:
H.10: DHR review has not pointed out any deviations or non-conformities possibly relevant to reported issue. The controller was requested for investigation and the controller data log was reviewed. The failure could not be reproduced on the returned device. When the device was powered on it appears to function normally. The device was disassembled for internal visual inspection revealing that one of the lock nuts securing the chassis components was not fixed. This metal component could have caused a part of the reported issue (alarm and blank screen) if came into contact with the device circuit boards. The controller hardware design is such that the pump drive is independent of the user interface software and display. No single fault was identified which would cause the alarm, blank screen, and pump stop at the same time as reported by the site. Indeed, as per device design the free conductive hardware could stop the pump or cause the blank screen and alarm condition, but no point was identified where it could cause both. In addition, the user actions following controller error, were not in accordance with the instruction for use. The data log analysis revealed that the controller was powered off by the user while the instructions for use cautions against powering off the controller in the event of an error to avoid the pump to stop. Indeed, the controller hardware design is such that the pump drive is independent of the user interface software and display. To solve the problem the lcd screen and the chassis subassembly were replaced. Based on the investigation results, it cannot be ruled out that the loose hardware could be the most likely root cause of the alarm and blank screen. In addition, based on the data log analysis it is likely that pump stopped due to user tuning off the controller.

Event description:
See initial report.